Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01433. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient experienced vaginal pain and bladder incontinence and had revision of mesh on (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01433 and medwatch 2210968-2014-01272. The same patient is represented in each medwatch.